Event description:
The hospital contacted the baxter sales representative and reported that 4 units of lot number 09i03s presented broken fibers. There was no patient injury. The facility was contacted and indicated that 2 out of the 4 samples were reused. The number of reuses is unknown.

Manufacturer narrative:
(B)(4). The four dialyzers involved were received for evaluation. The dialyzers were all disinfected and a visual inspection was performed. No obvious defects were found. A leak test was performed and all 4 dialyzers leaked. For sample #1, the leak was at the venous end and was coming from the fibers in the mid part of the dialyzer, bubbling out of the dialysate port. Sample #2 had leakage coming from the arterial header and bubbling out of the dialysate port. Sample #3 had leakage coming from the venous header and bubbling out of the dialysate port and sample #4 had leakage at the arterial header and bubbling out of the dialysate port. Therefore, the reported condition was confirmed. Two of the 4 dialyzers referenced in this complaint were reused and this is against the manufacturer's label stating that the dialyzer is for "single use". The root cause of the leaks could not be determined. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples showed no abnormalities. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. This is report 2 of 4 for this reported event.